Event description:
Patient status post prodisc-c implantation complained of persistent radicular pain returned to a different surgeon for a visit. Surgeon decided to remove the hardware and revised the patient to fusion. Surgeon noted the posterior longitudinal ligament was intact from the previous surgery and was removed and further decompression was done lateral into the foramens. The prodisc-c was properly placed and the end plates showed bony fixation was minimal. An acf spacer with 1cc of grafton was placed in c6-7 and a small stature plate was implanted over the decompressed space.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.